Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: b0962846k, implanted: 2009-10-22, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient was walking through the shopping mall and suddenly had a significant increase in sensation of her stimulation in the pelvic floor region described like being tasered in the region. She has not felt stimulation for the last 7 years as she has accommodated to the sensory feeling. The patient stated that they have walked through this part of the shopping mall several times with no issues. The representative arranged to meet patient at doctor¿s rooms and performed impedance and battery longevity tests. All parameters from the impedance test were within normal limits, battery longevity of the device was determined to be from 0-8 months so nearing elective replacement. Patient had to return home to turn off the stimulation. She tried changing programs, but these were all set too high and were uncomfortable. She reduced strength from 1.95 to 1.75 and this felt better and has not occurred since this event. After device interrogation the device was reprogrammed, and all amplitudes reduced. The program she has been on for the last 7 years with no issues they had to again reduce amplitude to 1.45 volts to be gentle. As they have had no symptoms since this one off event it was decided to see how she goes with amplitudes reduced and to intermittently check her system with her controller for the low neurostimulator battery symbol and to carry her controller with her in case this happens again. Diagnostic imaging may occur if this issue occurs again prior to elective replacement of the in. There was no surgical intervention that occurred. The issue was resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.